Event description:
A physician deployed the starclose device in the left common femoral artery to achieve hemostasis. It was reported that after the procedure, the patient experienced a considerable amount of bleeding and manual compression was held. The patient complained of numbness and a cold leg. It was reported that the patient was taken to surgery for a "cut down" and the vascular surgeon found the starclose device closed on the posterior wall of the artery. The surgeon removed the starclose device, a piece of the artery and put in a graft. Post the surgery, the patient was in the intensive care unit. It was reported the patient was discharged home, after approximately two extra days in the hospital, and is "doing fine."

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.